Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated the insulin pump was under delivering insulin and bolus was not working because she went to bed with a blood glucose of 123 mg/dl and woke up with a blood glucose of 225 mg/dl. The customer changed everything out at 11am, blood glucose at that time were 318 mg/dl. The customer stated cannula was not bent, she bolused again and current blood glucose was 209 mg/dl. The customer was treated with the bolus. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.